Manufacturer narrative:
Follow-up #1: date of submission 3/16/15. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings: no defect was found. Reboots are observed in the black box. No damage found to battery cap or battery compartment. Battery cap was able to attach securely to pump. Pump powers on normal with no alarms. Pump was exercised for 24 hrs with no power issues or alarms occurring. Battery cap contact height and width found to be in specification. No leaks found during leak testing. Pump was opened and no damage was found to power circuit. No evidence of moisture damage found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.